Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this patient was complaining of intermittent dizziness. Device interrogation noted noise and intermittent capture in bipolar configuration at maximum device outputs with this right ventricular lead. A partial fracture was revealed. A lead revision was performed and the lead was removed from service and successfully replaced. No adverse patient effects were reported.